Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer ordered the exch pcb, display controller, and once it arrives the customer will repair the iabp themselves. A supplemental report will be sent if additional information is provided.

Event description:
Prior to use on a patient, while the intra-aortic balloon (iabp) was being prepped for transport, the video extension cord became disconnected. After reconnecting the display back to video extension cable, the video & push buttons did not respond. There was no injury or adverse event reported.

Manufacturer narrative:
The customer biomedical technician reported that a patient was placed on the iabp and then it was removed from the rolling case for patient transport. The extra-long video cable was caught on an item on the floor and caused the cable to be pulled out from display cable to the monitor. The users re-attached the video cable to the monitor and the iabp while the unit was on and then they discovered that the video did not come back on. The providers swapped the patient to a different balloon pump and sent the faulty iabp to biomed for repairs. To repair the iabp the biomedical tech replaced the display pcb, keypad control pcb and extension cable to the monitor. The iabp was returned to clinical use.

Event description:
Prior to use on a patient, while the intra-aortic balloon (iabp) was being prepped for transport, the video extension cord became disconnected. After reconnecting the display back to video extension cable, the video & push buttons did not respond. There was no injury or adverse event reported.